Manufacturer narrative:
We attempted to follow up with the consumer three times ((B)(6)2018) but have not been successful. Review of the device history record (DHR) and other quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that upon removal, a sleek super plus absorbency tampon unraveled and broke into two pieces inside her. She was able to remove both pieces but is unsure if additional pieces remain. She may seek medical attention.